Manufacturer narrative:
Concomitant medical products: product ID: 8709sc ,lot#: n186302023, implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid dose and con centration not reported via an implantable pump. On (B)(6) 2020 it was reported that the pump was nearing end of service and the catheter was getting old so they elected to replace both. The catheter was partially explanted as the physician was unable to get the entire catheter out. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Corrected information: section d information references the main component of the system. Other relevant device(s) are: product type: catheter. Product ID: 8703 serial/lot# (B)(6), ubd 1996-08-28, UDI# (B)(4), implant date: (B)(6) 1994, explant date: partially explanted on (B)(6) 2020 (device fragments remain in patient). H3 ¿ additional information: analysis of the catheter model 8703 (serial/lot# (B)(6)) found ¿no significant anomaly ¿ acceptable catheter testing ¿ catheter incomplete/returned in segments¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable catheter serial number (B)(4) and pump serial number (B)(4) revealed no significant anomalies. The returned devices passed all functional testing in the lab. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were returned to the manufacturer for analysis.